Manufacturer narrative:
Further failure analysis investigation was performed on the permanent cautery hook instrument, and the initial findings were confirmed. The permanent cautery hook instrument was found to have both distal clevis ears broken off and not returned. The conductor cap was also broken off and not returned. Additional observation found that the pivot pin that is molded onto the yaw pulley was also broken off and not returned.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the orange tip of the permanent cautery hook (pch) instrument was broken. A part broke off in the patient. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis (fa). The permanent cautery hook instrument has been returned and evaluated by fa. Fa investigation confirmed and replicated the customer reported complaint. Thei instrument was found to have both ears of the distal clevis broken off. The broken pieces were not returned, measuring roughly 0.238¿ x 0.231¿ in size. Additionally, the instrument was found to have the conductor wire cap broken. Cap was not returned. The complaint was confirmed based on fa, which indicates that the device may have contributed to the customer reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Corrected data can be found in fields h6 and h11. Additional information: intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the permanent cautery hook (pch) instrument was inspected prior to use with nothing abnormal noted. Upon final removal, the wrist of the pch was straightened as best as it could be and no resistance was felt by the surgical staff. The fragment(s) were retrieved with a laparoscopic grasper. All fragments were retrieved. The customer compared the piece missing to the part pulled out. No additional surgical procedures were performed or required to remove the fragment(s). The procedure was completed robotically using another instrument. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to any post-operative complications.